Event description:
It was reported that this right atrial (ra) lead is exhibiting noise signals. Technical services (ts) was consulted recommended lead revision. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).